Manufacturer narrative:
Na

Event description:
It was reported, surgeon was using the cannulated step drill to prepare for the insertion of the 6.5 cannulated screw for the recon nail. As he began reaming, the tip of the cannulated step drill broke off in the patient.